Manufacturer narrative:
Patient information was requested but not provided. The customer¿s report of an overinfusion of sodium phosphate was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Although requested, the pump module and the disposable sets were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion of sodium phosphate was not identified.

Event description:
It was reported that IV sodium phosphate was hung as a secondary infusion and programmed appropriately. It was noted that several tasks were attended to in the room over approximately 10 minutes. It was then observed that the medication bag was two thirds infused. The tubing was clamped, device module was changed as well as the secondary tubing. There was no patent harm.